Manufacturer narrative:
After the initial report, it was learned that the hospital disposed of the device after the patient was discharged. Despite exhaustive attempts, the patient's medical history and/or the medical records documenting the event could not be obtained for review. Therefore, the cause of the event and any contributory factors cannot be determined. However, it is possible that the vest may not have been tied to the bed properly or the wrong size vest was used on the patient. Note: although it cannot be determined which vest was used, the instructions for use for vests used on beds warn customer that a restraint applied incorrectly or worn backwards may result in serious injury or death from patient escape. Never criss-cross straps directly behind the patient. Straps may loosen if the patient rotates. Make sure straps cannot slide, loosen, or tighten if the patient pulls on them, or if the bed or chair seat position is adjusted. If the straps loosen, serious injury or death may occur from patient escape. A review of the complaint database did not reveal any similar complaints within the past 24 months; therefore, it appears this was an isolated event. Without the return of the device or a more detailed account of the event and the application of the device, the complaint cannot be confirmed. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Supplemental reported based on new information received.

Manufacturer narrative:
Conclusion: multiple attempts have been made requesting additional information in regards to the return of the device and any relevant information regarding the patient's injury. To date, there have been no responses in relation to the requested information. Posey will continue to investigate this matter and supply supplemental medwatch reports as new information becomes available. (B)(4). Device has not been returned.

Event description:
Customer reported that the patient was able to untie the restraint and slide out of it. As a result the patient fell out of bed and fractured his tripod. Customer provided limited information.